Event description:
The reporter indicated that a 12.6mm vicm5_12.6 -9.00 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The lens was removed within the same surgery and replaced with an identical lens due to lens tear/break during injection/delivery into the eye. No patient injury. This resolved the problem.

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is not marketed in the us. Claim# (B)(4).